Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 8 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2018 and was experiencing right heart failure (rhf) and had increased swelling to the thighs. Patient was admitted (B)(6) 2018 for right heart catheterization (rhc), noted ci of 2.0 with ra 14 with pulmonary capillary wedge (pcw) of 14. Discussed with chet panel, stated plan was to restart dopamine and place peripherally inserted central catheter (PICC). Patient was discharged home on inotropes. Customer stated that the rhf had been progressive and possibly related to lvad. There were no signs of lvad dysfunction. Per the most recent progress notes (B)(6) 2019, the patient had new york heart association (nyha) class 2 symptoms on lvad support and dopamine. There were no signs or symptoms of lvad dysfunction, left heart failure, or right heart failure. Last transthoracic echocardiogram (tte) performed on (B)(6) 2019. Left ventricle ejection fraction less than 15, severe right ventricle dysfunction, mild aortic insufficiency. The patient was on guideline directed medical therapy at maximally tolerated doses based on heart rate and blood pressure. No changes were made to medication. Patient continued on spironolactone, dopamine, and torsemide.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). There is no product available for evaluation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: health care professionals attempted to wean the patient off dopamine over the course of several weeks. The patient was turned off dopamine on (B)(6) 2018. Since rhc noted elevated ra with depressed ci despite lvad support off inotrope therapy the patient was placed back on dopamine gtt.